Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that their (B)(6) female client used fixodent denture adhesive, form/version unk 1 applic, unspecified frequency for her dentures beginning in 1981 through 2008 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc poisoning, and copper deficiency. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.